Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. The patient effects of foreign body and unchanged mitral regurgitation (mr), as listed in the mitraclip system instructions for, are known possible complications associated with mitraclip procedures. Based on the available information, the reported poor image resolution was due to challenging patient anatomy. The reported difficult or delayed positioning (leaflet grasping) and entrapment of device (clip caught on chordae) were likely due to a combination of the reported poor visualization and challenging patient anatomy (scoliosis, rotated heart) therefore due to procedural conditions. The reported unchanged mr and foreign body in patient were a result of procedural circumstances as the clip was caught in the chordae, could not be freed and had to be deployed in an unintended location (on the chordae with partially grasped posterior leaflet). There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip entanglement. It was reported that this was a mitraclip procedure performed to treat grade 3 functional mitral regurgitation (mr). Visualizing the clip was very difficult due to the patient¿s scoliosis. After several grasp attempts, the clip got caught in chordae. Attempts to free the clip were unsuccessful. The anterior leaflet was fully grasped and only approximately 4mm of the posterior leaflet was in the clip, including chordae. The clip was deployed and was secure. Mr remained unchanged, at grade 3. The patient remained stable. No additional information was provided.